Event description:
It was reported that the customer was hospitalized due to an issue with their foot. Customer's blood glucose readings were 70 mg/dl. It was further reported that the customer received a button error alarm on the insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump passed all functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had cracked display window corners.